Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08764, related manufacturer reference number: 2017865-2021-08765. It was reported that the patient's system had migrated. Chest x-rays revealed that the implantable cardioverter had migrated downward close to the breast. The atrial lead was also observed to not capture and had dislodged and the right ventricular lead had lost slack. The patient presented for lead and pocket revision. During procedure, the helix of the atrial lead would not retract and the physician explanted and replaced the lead. The pocket was revised successfully and the right ventricular lead was left as is. The patient was in stable condition throughout the event.